Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, total delamination assessed as adhesive failure, two openings was assessed as surgical damage and one opening assessed as unidentified (tear) opening(shell thickness within specification).no additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.